Event description:
During a procedure, the t-piece of an in-line suction catheter was placed on top of the thermometer. The thermometer cap lodged in the t-piece and when the t-piece was reconnected to the ventilator circuit, the cap completely occluded the circuit, causing failure of airflow to the pt. The ventilator alarmed. The rptr was able to duplicate the incident. The rptr stated that, although it took a little force to get the cap into the t-piece, he feels that the cap should not be the same size as the t-piece, should be opaque instead of clear so that it can be seen easily, and should not be cylindrical.